Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015 their receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it was found in good condition. A global receiver functional test was performed on the receiver and it passed. Receiver's data logs were downloaded and reviewed, finding a multiple screen errors alarm on the date of issue, in addition to firmware errors. Recharged receiver battery to 100%. Performed discharge test on receiver by pairing with multiple transmitters before shutdown as a result of battery power level to be 0%. Based on the finding of firmware errors this is being reported. Reported complaint could not be reproduced, however, the complaint was confirmed. The root cause could not be determined post investigation.